Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: the healthcare professional reported that the physician opened the packaging of the enterprise2 4mmx23mm (B)(6) and removed the device from the dispenser hoop, it was found that the stent was detached from the delivery wire. The device was not used in patient. The physician switched a new stent to complete the surgery. There was no patient injury report. Additional information received indicated that besides the reported premature detachment, no physical damage was noted on the stent nor did the stent delivery system appeared damaged. The stent was replaced with another enterprise2 4mmx23mm® vascular reconstruction device. The event did not result in a clinically significant delay in the procedure. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent component was detached from the delivery system. The introducer was not returned. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. A device history record (DHR) was performed, and no non-conformances were identified. The customer complaint regarding a stent being released was confirmed since the stent was noted as already separated from the delivery system. None of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo accompanied the complaint file. In said photo a stent component can be seen detached from a delivery system. No damage can be seen. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that the physician opened the packaging of the enterprise2 4mmx23mm (encr402312, 9061791) and removed the device from dispenser hoop, it was found that the stent was detached from the delivery wire. The device was not used in the patient. The physician switched to a new stent to complete the surgery. There was no patient injury report. Additional event information received on 05-aug-2025 indicated that besides the reported premature detachment, there was no physical damage noted on the stent/stent delivery system appear damaged. The replacement stent was another enterprise2 4mmx23mm® vascular reconstruction device. The event did not result in a clinically significant delay in the procedure.